Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple intermittent occlusion alarms occurred. The customer's blood glucose level was 300 mg/dl. The customer delivered a bolus via the pump. A system check was performed and the occlusion was found to be within the infusion tubing. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support informed the customer that apidra was contraindicated to be used with the pump. Reportedly, the customer changed the site and infusion set tubing.